Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed as no lot number was provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00132. During an atrial ablation procedure, a pericardial effusion occurred. While mapping the left atrium, the patient became hypotensive. An echocardiogram revealed a pericardial effusion. The effusion did not require intervention and the patient is in stable condition. There were no performance issues with any abbott device.